Event description:
It was reported that customer received repeated cartridge alarm messages described as ¿cartridges alarm 30¿ while using 12 cartridges from same batch, and no blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer was unable to provide pump serial number, device was not being returned, and no additional information was received regarding any further actions or outcome of event.